Manufacturer narrative:
Additional information was received on 11 december 2023 indicating "while using this humeral kit the thread on this instrument became cross threaded which then made it unfit for use". It was reported the surgeon managed to complete the surgery, and there were no adverse patient consequences. This issue did not prolong the surgery. Corrected data: health effect: clinical code (annex e) updated to 4582. Health effect: impact code (annex f) updated to 2199.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported "they used the polarus nailing system today and the staff in theatre informed me that the nail targeting connector on the set was broken ref 80-1629. It appears that the small metal part that connects with the nail has been broken off and so the nail may now spin on insertion." The event date was reported as (B)(6) 2023, and it was also reported within the same event notification that the issue occurred "prior to surgery." It is unknown if this means that the issue with the targeting connector (part number 80-1629) was noted prior to patient contact. No further information is available despite multiple attempts to obtain more information as well as to request product return.